Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were issues with the clips forming correctly. The device got stuck on tissue and would not come open. They took another device and hit the end of it to get it off the duct. A new device was used complete the procedure. There was no pt impact.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.